Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a pocket infection, as a result the entire system was explanted. A surgical information was necessary to resolve the issue. No additional adverse patient effects were reported.